Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self-test. Successfully downloaded history files and traces using thump. On event date 19-apr-2026, found 4 mfdaalarm (130) alarms. No pump error 130 alarms noted during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails, cracked case battery tube side, cracked battery tube threads, and stained serial number label. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and force sensor. The test p-cap locks properly in place in the reservoir compartment. Alarm confirmed in the pump history file (pump error 130). Alarm-a370-pump error 130 confirmed (in the pump history file) due to moisture damage on the pcba1, pcba2, and force sensor. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received "rewind required -delivery stopped. Rewind was required due to pump error" alert. Blood glucose value at the time of event was 220 mg/dl. The customer was treated with manual injection. The event involved product(s) unk_sensor, unomedical, unk_reservoir, mmt-1884. Troubleshooting was not performed for hyperglycemia. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for mmt-1884.